Event description:
Boston scientific received information that this programmer will be returned because, it smells scorched. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this programmer was thoroughly tested. The observations described from the field were confirmed and the necessary repairs were made.